Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the ilet issued a high glucose alert, and the user experienced hyperglycemia confirmed by a fingerstick blood glucose of 467 mg/dl; the caregiver disconnected the user from the ilet, initiated subcutaneous insulin via backup therapy, inspected cartridge, tubing, and infusion site without finding kinks or leaks, and was advised that a full supply change might be required to ensure proper delivery. Investigation included caregiver-assisted visual inspection of the infusion set and consumables and troubleshooting education. Investigation of this case revealed no observable delivery obstruction or leakage during inspection, and the cause of the hyperglycemia remained undetermined. Symptoms included drowsiness and lethargy associated with the elevated glucose. Outcomes included temporary discontinuation of pump therapy and ongoing monitoring with backup insulin under healthcare provider guidance. It was concluded that the event involved hyperglycemia with cause unclear, and a further supply change was recommended before reconnection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.